Event description:
It was reported that the jaw was broken.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: a piece of the jaw was snapped off. The snapped off piece was not received with the device. The probable root cause for the reported failure involving this device could be due to user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the jaw was broken.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.